Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate high voltage therapy was delivered due to noise on the right ventricular (rv) and atrial leads. Low pacing impedance was also noted on the rv lead. During the revision procedure, insulation abrasions were observed on both of the leads. The device and the leads were explanted and replaced and the patient was stable. Related manufacturer report number: 2017865-2017-32646.